Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: the serum tube cap is not tightly attached after being opened and then closed again.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for decapping (stopper creepout) was not observed. Additionally, 29 retention samples from bd inventory were previously evaluated by functional testing and upon completion the indicated failure mode for decapping (stopper creepout) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode decapping (stopper creepout). Bd has initiated further root cause investigation relating to the issue of decapping (stopper creepout) through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred (B)(4)times. The following information was provided by the initial reporter. The customer stated: the serum tube cap is not tightly attached after being opened and then closed again.